Event description:
Plaintiff alleges serious, severe and permanent bodily injuries, pain and suffering and will be caused to endure add'l pain and suffering for an indefinite time in the future. Plaintiff sustained numerous injuries, including but not limited to the following: anaphylaxis, asthma, rhinitis, respiratory problems, hives, contact dermatitis, swelling, fatigue, headaches, extreme discomfort, depression and emotional distress, all of which are or may be of a permanent and continuing nature and life-threatening nature. Husband of plaintiff alleges deprivation of the love, services, advice, companionship and consortium of his wife.